Event description:
Name of procedure being performed: ni. Detailed description of event: complaint based on feedback ID# 2375. Feedback submitted on (B)(6) 2021. The surgeon has a feedback complaint involving the c4130 graspers. "[The surgeon] currently uses reusable graspers as the distance between the two tips is much more so it is easier to grasp larger specimen. The major feedback that he had with our graspers was that the tips tend to get sticky and would interfere with the procedure. " additional information received via email on (B)(6) 2021 from [name], applied medical clinical development analyst ii. "I unfortunately do not have a lot of details since the feedback was received during a hallway meeting with the surgeon." Applied medical has not been made aware of any product that is available for return. Type of intervention: surgeon has been using reusable graspers instead. Patient status: no patient injury reported

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event was not reportable as it is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: ni. Complaint based on feedback ID# (B)(6). Feedback submitted on 02jul2021. The surgeon has a feedback complaint involving the c4130 graspers. "[The surgeon] currently uses reusable graspers as the distance between the two tips is much more so it is easier to grasp larger specimen. The major feedback that he had with our graspers was that the tips tend to get sticky and would interfere with the procedure. " additional information received via email on 07jul2021 from [name], applied medical clinical development analyst ii. "I unfortunately do not have a lot of details since the feedback was received during a hallway meeting with the surgeon." Type of intervention: surgeon has been using reusable graspers instead. Patient status: no patient injury reported.